Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device, ((B)(6) 2022) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from japan that during an unspecified surgical procedure with the reaming attachment device for the pathological fracture of the trochanteric femur it was observed that when the surgeon attached the attachment device to a handpiece device for reaming the medullary cavity, the reaming attachment did not rotate during test spinning before use. It was reported that although other attachments could be used as usual, and the surgeon tried to rotate the reaming attachment many times, and only the reaming attachment in question did not rotate. It was reported that the surgeon used a synream reaming rod with t-handle instead of the reaming attachment. It was reported that the surgeon intended to ream the medullary cavity to 11mm and insert a 10mm long nail. However, the surgeon considered the operation time, so he reamed the medullary cavity to 10mm and inserted a 9mm long nail. It was reported that the surgery was completed successfully with an approximately 15 minutes delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the reaming attachment device, and it was determined that the reported condition that the reaming attachment did not rotate during test spinning was confirmed. The device was received in optically used condition. Initially interior mechanics were blocked when tested in forward direction. While operating counterclockwise, the gears loosened. After loosening the mechanics, the shaft moved without resistance. Due to initial failure the device was dismantled, and foreign substance was detected covering the interior mechanics. Also, the ball bearings were corroded and seized. The handpiece coupling failed testing on pins length however, it was possible to connect the attachment to a dedicated handpiece, but the cone sleeve was worn and needed to be exchanged. It was further determined that the device failed pretest for check pins length of hand piece coupling, and check for mechanical free movement. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition.